Manufacturer narrative:
Zimmer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. Therefore, a technical investigation on the device was not possible to perform. No trend identified. As no lot numbers were provided for the devices, the device history records could not be reviewed. Event summary: it is reported that the patient underwent revison surgery due to revitan stem breakage after 12 years 4 months in vivo. Root cause determination using dfmea: line 5 : fracture of implant due to insufficient fatigue strength of material and design: not possible: a systemic issue with design and/or material properties would have been detected within the annual complaint summary; line 6 : fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction): possible: the products were not returned for investigation. In addition, no surgical report for the implantation was received; line 14 : failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements): possible: as no lot numbers were provided for the devices, the device history records could not be reviewed, therefore cannot be excluded. However, at zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR; line 16 : fracture of implant due to micro cracks due to laser marking in high stressed implant areas: not possible: a systemic issue with design and/or material properties would have been detected within the annual complaint summary; line 20 : fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device: possible: no information about the patient activity is known; line 23 : fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic): not possible: a systemic issue with design and/or material properties would have been detected within the annual complaint summary; line 24 : failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products: not possible: material pairing is certified by the material compatibility specification; line 35 : fracture of implant due to damage of stem during implantation: possible: no surgical report for the implantation was received; line 36 : failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear): possible: the device was not returned for the investigation, therefore cannot be excluded; line 37 : failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear): possible: the device was not returned for the investigation, therefore cannot be excluded; line 62 : loosening or fracture of components due to patient with high body weight leading to increased wear: possible: patient bmi is not known, therefore cannot be excluded; line 69 : loosening or fracture of implant due to insufficient bony support of implant: possible: no x-ray was returned for the analysis of the bone condition, therefore cannot be excluded. Conclusion summary neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. In addition, the product details of the implanted head and cup are unknown, therefore a contribution of these products to the reported incident cannot be excluded. Due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The case was reopened due to additional information received on (B)(4) 2016 ; the data was included in this report. We were also informed by the doctor, that the explanted devices were with the patient. Zimmer requested by email for the device. X-rays were received on (B)(4) 2016. The x-rays and surgical reports will be reviewed as part of ongoing investigation. Where lot numbers were received for the devices, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was now reported, that the patient was implanted a revitan, distal part, straight, uncemented, 16/200 on (B)(6) 2004 during a revision surgery due to periprosthetic fracture. On (B)(6) 2016 patient was revised again due to breakage of the stem.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported in section d is not marketed in USA, but devices with similar characteristics are marketed in USA (i.e. Fitmore stem), and therefore this report was filed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted an unknown revitan stem on (B)(6) 2004(exact date unknown). On (B)(6) 2016 x-rays showed that the cone was broken. The patient was revised on (B)(6) 2016 (exact date unknown).

Manufacturer narrative:
The investigation results were updated with the x-rays and surgical reports additionally received. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: event summary: it was reported that a (B)(6) male patient, with bmi=(B)(6), underwent a revision surgery due to revitan stem breakage after 12 years 4 months in vivo. Review of received data: x-rays: a-p and lat view x-rays, dated (B)(6) 2015: left uncemented tha fixed with 3 cerclage cables and 1 k-wire. Strong bone support at the distal stem, whereas the bony support of the proximal part is weaker. Dark lines at the mid height of stem are observed medially and laterally. However, in the absence of previous x-rays to compare it can not be further commented on those lines. Slight dark lines observed at the proximal revitan laterally might indicate a possible breakage of the modular pin that has already started, however, it cannot be confirmed. A-p and lat view x-rays, dated (B)(6) 2016: the proximal revitan part is seen to be tilted medially indicating a breakage at the modular connection. The dark lines observed in the previous set of x-rays are still visible and did not change in size. A-p view x-ray, dated (B)(6) 2016: the proximal revitan part seems to have tilted medially even more than the previous x-ray set. The dark lines around the stem noticed to increase indicating a possible loosening phenomena being present. X-rays dated (B)(6) 2016 and after: the revised tha left is presented. Mrp titan stem is fixed with 3 cerclage cables and 1 k-wire. No abnormalities observed. Implantation surgery, dated (B)(6) 2004: pre-op diagnosis: periprosthetic proximal femur fracture left hip. Therapies: stem replacement to revitan 200x16 distal, proximal 95 conical, metasul head 12/14 28mm. Operation: previous scar is incised. Breakage of the large fragment of lesser trochanter noticed. Dislocation of the greater trochanter also observed. Metal removal of the osteosynthesis materials left in primary implantation. It is decided to insert a 16x200 distal part with a 95er proximal conical part. Metasul head and 3 cerclage cables and k-wire. Revision surgery report, dated (B)(6) 2016: pre-op diagnosis: revitan stem breakage tha left. Therapies: stem revision, inlay revision. Replacement by mrp titan 21x140mm, neck s lateral, metal head 40l , inlay trilogy 70/40. Operation: debridement of massive weak tissue. Removing the inflammation. Mobilization of the shaft. The broken stem is removed. The new stem, inlay and metal head are positioned. Post-op x-rays confirm the correct position of the devices. Devices analysis: the device was not returned for investigation. We were informed by the doctor, that the explanted devices were with the patient. Zimmer requested by email on 6th ocotber the doctor if he can ask the patient for the device. Review of product documentation: all proximal revitan components are compatible with all distal ones. Root cause determination using dfmea: fracture of implant due to insufficient fatigue strength of material and design. Not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Moreover, biomechanical reports and the raw material certificate certify the fatigue strength of the material. Fracture of implant due to damage of material / implant (cracks, deformation) due to impaction load / torque while assembling (impaction). Possible: the products were not returned for investigation, therefore cannot be excluded. Failure / fracture of implant or connection due to mechanical properties of the material different from specified properties (quality requirements). Not possible: mechanical properties of the material confirmed to be according to the specifications. Fracture of implant due to micro cracks due to laser marking in high stressed implant areas. Not possible: a systemic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic. Assessment defined in complaint investigation or in the current pms process. Fracture / damage /loosening of implant due to wrong behavior of patient, high patient activity,patient disregards limits of the device. Possible: no information about the patient activity is known, therefore cannot be excluded. Fracture of implant due to insufficient material resistance leading to general corrosion (crevice, pitting, galvanic). Not possible: a systemic issue with design and/or material properties would have been detected would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Moreover, material compatibility specification certifies the material resistance. Failure of connection between proximal and distal part and conical nut , fracture of component, foreign body reaction due to inadequate material pairing between proximal and distal part leading to corrosion and release of corrosion products. Not possible: material pairing is certified by the material compatibility specification. Fracture of implant due to damage of stem during implantation. Possible: it is not know whether the stem was damaged during implantation, therefore cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between connecting pin and proximal part due to bone (third body wear). Possible: the device was not returned for the investigation, therefore cannot be excluded. Failure of connection between proximal and distal part and conical nut, fracture of implant, release of wear particles due to wear between taper on the proximal part and ball head due to bone (third body wear). Possible: the device was not returned for the investigation, therefore cannot be excluded. Loosening or fracture of components due to patient with high body weight leading to increased wear. Not possible: patient bmi is (B)(6) which in the normal limits. Loosening or fracture of implant due to insufficient bony support of implant. Possible: the bony support of the proximal stem is seen to be weaker compared to distal stem. Possible loosening is also observed at the distal stem medially and distally. Conclusion summary: the product was not returned for the investigation. Patient factors that may affect the performance of the components such as activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. X-rays confirm the breakage of the stem at modular connection pin. Post-op x-rays after the implantation surgery were not returned to make a comparison with the x-rays from 2015 and 2016. However, loosening of the stem seems to have occurred after the breakage of the stem as well. Possible causes for the breakage of the connection pin includes the material damage occurred during the impaction load while assembling, high patient activity (patient disregards limits of device), insufficient bony support of the implant and wear between connecting pin and proximal part due to bone (third body wear). In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).